Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record for the reported lot revealed no nonconforming material records (ncmr). Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately calcified, mildly tortuous, mid left anterior descending coronary artery. The lesion was pre-dilatated and a 2.5x38mm rx xience prime stent was implanted. During the post-procedure angiography, a dissection was noted at the distal end of the 2.5x38mm rx xience prime stent. The dissection was covered with an unspecified stent. There was no adverse patient sequela, and no clinically significant delay in the procedure. No additional information has been provided.